Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). A visual inspection of the returned autopulse platform was performed and found the battery lock damaged. The autopulse platform is a reusable device and was manufactured on 09/05/2014. Therefore, this type of physical damages found during visual inspection is characteristic of normal wear and tear for the life of the device and is not related to the reported complaint. A review of the platform archive log showed there were user advisory (ua) 41 (patient temperature sensor failure) message on the reported date of (B)(6) 2016. The platform was functionally tested and the autopulse platform did not exhibit any faults or error message. Additionally, the platform was run on lrtf (large resuscitation test fixture, equivalent to 250 pounds patient) for approximately 45 minutes and no faults were observed. Unrelated to the complaint, additional testing showed that the clutch plate was sticky and therefore was deburred. In summary, the customer's reported complaint of autopulse displaying ua 41 was confirmed during archive review but not during functional testing. There were no device deficiencies found during evaluation of the returned platform that could have caused or contributed to the reported complaint. Note that the temperature sensor was replaced to avoid the reoccurrence of ua41. The platform passed all final testing criteria.

Event description:
During a shift check on the autopulse platform (s/n (B)(4)), it was reported that the device displayed a user advisory 41 (patient temperature sensor failure) error message. There was no patient involvement reported.